Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On the day of the event the patient experienced loss of consciousness and the cgm was reading 394 mg/dl at that moment. An ambulance was called by the patient´s son and when a fingerstick was taken the blood glucose reading was 40 mg/dl. It was stated that the treatment provided by the paramedics was natrium chloride given ¿per injection¿ which most likely was given intravenously, and 4 units of insulin. It could not be confirmed how the 4 units of insulin were related to the treatment for the hypoglycemia, and the patient declined to provide further details. The patient however recovered after treatment and was not brought to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.